Manufacturer narrative:
(Icl optic crinkled, lens did not unfold correctly). Eval: results- a lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but the optic of the icl crinkled and did not unfold correctly. The icl was removed within the same surgery with no patient injury and the backup lens was implanted. The reporter stated the surgeon felt the event was due to the way the lens was loaded and was a loading error.